Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.

Event description:
The customer reported the system would make a loud popping noise followed by a loss of live image. There is no report of patient injury or death.